Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via a manufacturer representative (rep). It was reported that an impedance check showed avoid 2, 5, 11, and 15 on the cervical lead. The impedances were low with values of 210 ohms and 60 ohms on the avoid contacts. The device was reprogrammed to try to improve coverage of bilateral neck and ues. The patient currently reported only right-sided coverage. The patient did not feel left-sided coverage with testing all 16 contacts. The hcp was sending the patient for ap and lateral neck x-rays to check lead positioning. The patient said he has not felt left-sided stim coverage since implant. The patient denied any falls or contributing factors. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-14. The patient¿s weight is still unknown. The cause of the impedances is unknown and was originally unknown. Hence why they called technical services hoping to gain some greater clarification. Technical services failed to offer any additional advice on how to procedure, or it anything further could be done. The physician is aware of all information related to this patient and what has been stated. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain spinal pain. It was reported that on (B)(6) 2019, the rep did an impedance check on the patient's system. High impedances (>40,000 ohms) was found on electrode 14, and electrodes 2 and 5 were displayed as electrodes to avoid using. Later that same day, the rep did another impedance check, and electrodes 2 and 5 had normalized to impedance values of 570 ohms and 550 ohms, respectively. Electrode 14 still showed up as having >40 ,000 ohms. The rep requested clarification on what they observed. Technical services reviewed images of the impedance readings on the rep's tablet and explained that it could not be determined if the impedances on electrodes 2 and 5 were low impedances (0-300 ohms) or high impedances (4,000--40,000 ohms) since they had normalized, and the actual measurements could not be seen in the image. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the results of the x-rays showed leads were both biased to the right side. Md was applying for authorization for lead revision. The issue was not resolved at the time of the report. The provided information has been confirmed with the physician and/or patient. No further complications were reported.